Event description:
This lead was implanted on (B)(6) 2012 and still remains implanted at this time. The physician was dr. (B)(6). A call to technical services on 1/22/2013 2:42:14 pm states that dr. (B)(6) called sales representative and feels that the rv lead is not in the correct spot based on cxr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)